Event description:
Caller states pump is alarming "no food". Interventions attempted per user manual but were unsuccessful. New pump sent to pt. Feeds held until replacement arrived. Diagnosis or reason for use: dysphagia and malabsorption.